Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.7(3 days later), lab: 2.9. Inratio: 1.9(5 days later), lab: na.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.7(3 days later), lab: 2.9, mean: 2.3, confidence limits: 1.6-3.4. Inratio: 1.9(5 days later), lab: na, mean: cannot be determined, confidence limits: cannot be determined. Per internal procedure, tr 0150, the calculated mean of the inratio meter an comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time. The time interval between inratio and lab greater than 3 hours, per tr0150, the comparison consider invalid.